Manufacturer narrative:
.

Event description:
Died 5 months after treatment [death]. Progression (of disease) was observed in 25 patients [disease progression]. Severe toxicity after y sirt [toxicity to various agents]. Hepatic encephalopathy [hepatic encephalopathy]. Off-label use [off label use of device]. Case description: initial information was received on 29-jun-2016: this spontaneous medical device report was received from a literature article by beuzit et al. Entitled "comparison of choi criteria and response evaluation criteria in solid tumors (recist) for intrahepatic cholangiocarcinoma treated with glass-microspheres yttrium-90 selective internal radiation therapy (sirt)" published in the european journal of radiology regarding 45 patients, 24 male, and 21 female, with an age range of 29 to 80. The patients' medical history included unresectable intrahepatic cholangiocarcinoma (icc); eastern cooperative oncology group (ecog) performance status of 0 in 25 patients and 1-2 in 20 patients; cirrhosis in 8 patients; 42 patients had other treatment before (or concomitant to) y 90 sirt: specifically, 41 patients received prior chemotherapy, 13 had concomitant chemotherapy, 1 patient had prior chemoembolization, and 2 patients with percutaneous radiofrequency ablation; less than or equal to 3 tumors in 26 patients and greater than 3 tumors in 19 patients. The tumor size range was 1.8 to 13.6 cm; bilirubin range was 2.1 to 29.8 micromol/l; ast range was 18 to 138 u/l; alt range was 7 to 171 u/l; pt range was 74 to 100% from control; and albumin range was 29 to 48 g/l. A baseline contrast-enhanced computed tomography (CT) scan was obtained within 2 months prior to the first y90 sirt injection. In addition, a pre-treatment diagnostic angiography was performed with tc-99m macroaggregated albumin to assess the percentage of pulmonary shunting and confirm the absence of digestive uptake, particularly gastroduodenal. The patients' concomitant medications included tc-99m macroaggregated albumin injected selectively into the right or left arterial branch for the pre-treatment angiography. The patients were treated with therasphere (yttrium-90 glass microspheres) during a second angiography with the aim of administering a dose of 120 +/- 20 gy to the injected liver volume without exceeding a dose of 30 gy to the lungs. Thirty three patients received one y90 treatment session, 10 patients received two y90 treatment sessions, and 2 patients received 3 y90 treatment sessions. Lot numbers and expiration dates were not reported. On unspecified dates, after therasphere administration, progression (of disease) was observed in 25 patients (progression involved the liver for 15 patients, including the parenchyma treated by the injection of y90 sirt for 9 patients, amongst whom 8 also had an extra hepatic progression. Progression only in the liver treated by y90 sirt was thus seen only in 1 patient. Progression involved extra hepatic sites in 21 patients, involving the lungs for 14 patients, the peritoneum for 6 patients, distal lymph nodes for 3 patients and bones for 2 patients); and one patient experienced severe toxicity after y90 sirt, was hospitalized for hepatic encephalopathy, and died 5 months after treatment. The cause of death was not specified. The treatment for and the outcomes of the events were not reported. The authors assessed the severity of the death to be serious (fatal), severe toxicity and hepatic encephalopathy as serious (hospitalization) but did not assess the severity of disease progression. The authors considered the severe toxicity after y sirt and hepatic encephalopathy to be related to y90 treatment but did not address the relationship between death or disease progression to treatment with y90. The company considers the event of death to be serious (fatal) and disease progression, severe toxicity after ysirt, and hepatic encephalopathy to be serious (medically significant). The off-label use of device is not assessable. Company comment: the events of death and hepatic encephalopathy are listed and the events of disease progression, toxicity to various agents, and off-label use of device are considered to be unlisted as per therasphere instructions for use. In the absence of an assessment by the authors, the company considers the events of death and disease progression as possibly related to therapy with therasphere. In agreement with the authors, the company considers the toxicity to various agents and hepatic encephalopathy to be related to treatment with therasphere. The off-label use of device is not assessable. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received and, based on cumulative experience, will re-evaluate the available evidence on an ongoing basis.

Manufacturer narrative:
Follow-up info was received on 7/29/2016. F/up info has been sought. As of (B)(6), no add'l info has been received. Follow-up info is pending. Final assessment on (B)(6): f/u info has been sought to further investigate the events but no new info has been received. After three f/u attempts, the case is considered lost to f/u. No device failure has been identified as a result of these adverse events. It has been assessed that no corrective action is necessary at this time. This is a final report.